Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was about a one-centimeter amount of inaccuracy. The manufacturer representative mentioned that screws were placed toward the canal on the right side, left side screws were placed toward the canal and the right side screws were corrected. It was noted that the right side was accurate, and the left side was removed and corrected. The manufacturer representative confirmed that everything was where it should be. The patient was noted to be doing fine, according to the surgeon.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccurate screw placement. Four spins were taken:  1: inaccurate - medial right, placed two screws 2: inaccurate - medial left. Had to reset first two screws. 3: accurate - left side corrected 4: accurate - both sides corrected  the site was using a perc pin, working from close to far from the reference frame. The presence of the rubber stopper on the perc pin was unknown. There was a delay to the procedure of less than one hour. The patient was affected.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a software analysis was performed. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.